Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact on the customer's blood glucose level.